Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed august 15, 2014.

Event description:
Per the clinic, the patient experienced a haemorrhage in the recovery room on (B)(6) 2014, subsequent to undergoing initial implant surgery. The haemorrhage could not be resolved and the patient was placed back into the operating room to explant the device. A new device was implanted during the same surgery on (B)(6) 2014, and the surgical wound was closed without complications.